Event description:
It was reported that the customer experienced high blood glucose and the insulin pump does not give no delivery alarm. Advised the caller to do the high pressure test, but a tubing clamp was not available at time of call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.